Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. It was also reported that the cartridge does not fit securely onto the pump. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided) with trace ketones. Customer administered a manual injection of insulin to address high bg. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.